Event description:
Following a pvi pfa procedure, ice revealed a small effusion which required a pericardiocentesis. At the end of the procedure, an ice check was performed prior to removing the catheter from the patient during which a small and new effusion was noted. The effusion was monitored for 30 minutes and echo was consulted. Hemodynamic pressure remained stable until about 45 minutes after the effusion was first noted. The physician decided to perform a pericardiocentesis and approximately 400ml of blood was drained. The physician originally thought the effusion was from the right side of the heart due to the location and behavior. However, the blood work from the pericardiocentesis showed the blood to be arterial which led the physician to believe the effusion was due to the volt catheter in the left atrium (la) as this was the only device in the la. The patient is stable. There were no performance issues with any abbott device.